Manufacturer narrative:
1. DHR/bhr review(lot#3052734): 1)this batch of products were assembled at intima ii auto line 2 in (B)(6)2023, and packaged at r240 package line in (B)(4)2023. Work order quantity wasea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for the sealing pressure test of the pinch clamp (test process: the pinch clamp clamps the extension tubing at the same position for more than 64 times, and then the sample is kept in the clamping state of the pinch clamp and kept under the device with 800mm pressure for 3 days). Test results: no leakage or damage occur at the extension tubing. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained sample. As the pinch clamp state and the damaged state of the extension tubing of the complaint sample cannot be identified, the root cause of the extension tubing damage cannot be determined. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported bd intima-ii y 24gax0.75in prn had a defective /damaged tubing the following information was provided by the initial reporter; at 18:00 on (B)(6) 2023, a closed IV needle was placed in the patient's IV, and there were no abnormalities during the infusion, and the tube was sealed after the liquid was finished.at 08:00 on september 10, when the patient's IV was being flushed, it was found that there was liquid escaping from the extension tube's clip, and the extension tube was damaged, and the IV needle was replaced immediately.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.